Event description:
The user facility reported that after rolling a patient who was implanted with an impella cp pump, an impella in aorta alarm triggered. The patient was hemodynamically stable and the decision was made to explant the pump. There was no patient harm.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.